Event description:
During atrial fibrillation procedure using the non-abbott mapping system (biosense), there was a communication issue with the ep-4 stimulator which resulted in a procedural delay. The ep-4 touchscreen froze with all the channels in error. The touchscreen was new and was changed one week before. It was not possible to pace even after turning off and on all the devices (claris dws, ep4 touchscreen, amplifier and stimulator). After 3 or 4 restarts, pacing could be done. The procedure was completed with no adverse consequences to the patient.